Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned for evaluation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the active frame had a recognition failure with a suspicion of fracture. Instrument replacement resolved the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.